Event description:
It was reported, the pt's ipg can no longer establish communication with her programmer nor charger. It was reported, the pt stopped charging her ipg when she rec'd an sjm notification regarding pocket heating while charging. It was reported, the pt with f/u with her surgeon to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.